Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The drill bound up in the tower.

Manufacturer narrative:
Examination of the returned devices was unable to confirm the reported event of functional concerns. The returned devices were functionally tested and found to perform as intended. The returned tibial drill passed through the drill tower with no restrictions. The investigation could not verify or identify any product contribution to the reported event with the information provided as the returned devices performed as intended. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.